Manufacturer narrative:
Device evaluation summary: upon receipt at medtronic¿s quality laboratory, visual inspection shows a crack at the base of the qb-inlet port. Pressure integrity testing was performed at 22 psig of air pressure with the device placed under water. During the test there was a leak observed from the base of the qb-inlet port. Reason for return was confirmed. Conclusion: the reason for return was confirmed for the bbap40 pump leak. The visual inspection showed a crack at the base of the qb-inlet port. For performance analysis, pressure integrity testing was performed at 22 psig of air pressure with the device placed under water. During the test there was a leak observed from the base of the qb-inlet port. The review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Damage to the pump may occur if excessive force is used to install tubing on the pump. Also, exposure to liquid chemical agents may affect the integrity of the pump; anesthetic liquids are known to degrade polycarbonate plastics. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a bbap40 affinity cp centrifugal pump, a short time after commencement of bypass, a small leak was noticed on the inlet side of the centrifugal pump head. The physician was unable to ascertain the cause of the leak during the procedure. Approximately 5-10ml blood was lost. Given that the leak was small and there was no evidence of air entrainment, the physician decided to complete the run rather than attempt a remedy. After the bypass, the physician got a closer look at the pump head, and observed what appeared to be a crack on the pump head component underneath the 3/8 tubing below the cable tie. There was no patient impact associated with this event. Additional information from the physician: set-up was my usual routine set-up, no cable ties were attached during de-airing, and no leak was noticed. The machine was left running with crystalloid prime for maybe an hour, with no leaks evident. Cable ties were attached to all non-preconnected 3/8 connections should before surgery commenced. The patient did not require a transfusion. The unknown here seems to be was there was an existing crack in the housing or did the cable tie gun cause a crack.